Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken catheter tubing is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc catheter was returned for evaluation. Five photographs of a powerpicc were returned for evaluation with three of the photographs being x-ray samples. Microscopic inspection of the returned catheter showed what appeared to be a catheter break just distal to the 16 cm depth marker. Degradation of the catheter shaft was observed during microscopic inspection of the device which may be caused by certain chemicals used with the catheter, mechanical damage to the catheter shaft, or other unknown clinical conditions. Inspection of the returned photographs showed a portion of the catheter shaft that was not returned which exhibited a longitudinal split along the catheter shaft. This type of longitudinal split may be caused by flushing the catheter against an occlusion causing the catheter to burst, damage to the catheter by a sharp instrument, or other unknown damage to the catheter. Because this distal fragment of catheter was not returned for evaluation, the root cause of this failure could not be determined. It is possible the longitudinal split observed in the returned photographs contributed to the break in the catheter distal to the 16 cm depth marker; however, there was not sufficient evidence to identify the cause of this failure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that when removing the PICC catheter at the end of treatment, despite there being no resistance, only 23 cm of the 37 cm recorded in the insertion note as the total measurement was extracted. A longitudinal rupture was observed from 21 cm to 22.5 cm. The retained fragment was located in the right atrium. The patient was referred as a priority to the emergency department, where, after medical assessment, the patient was redirected to the angiography department to schedule an interventional procedure aimed at removing the foreign body. The catheter had been in use for 142 days with no prior issues. Infusions included paclitaxel, trastuzumab, pertuzumab, saline solution, ondansetron, and dexamethasone. The catheter was secured with statlock. The retained fragment was successfully removed via catheterization, and the patient experienced no symptoms or complications associated with the retained catheter. The patient has fully recovered. No further information was provided.